Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, the fields b5 (describe event or problem) and e1 (initial reporter fax) were updated. If there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for an left atrial appendage closer (laac) procedure. During the procedure, the physician mentioned that as they were positioning the dilator/sheath for transseptal crossing, the mechanical guidewire became stuck. The devices were then removed from the patient altogether (dilator and guidewire were remove as one piece), and a new kit was opened (different device, same model) in order to complete the procedure successfully. No damage was noted to the dilator upon removal from the body. No patient complications reported. Product is available for return. It has been further confirmed that the product will not be returning for analysis since it was disposed of at the facility.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for an left atrial appendage closer (laac) procedure. During the procedure, the physician mentioned that as they were positioning the dilator/sheath for transseptal crossing, the mechanical guidewire became stuck. The devices were then removed from the patient altogether (dilator and guidewire were remove as one piece), and a new kit was opened (different device, same model) in order to complete the procedure successfully. No damage was noted to the dilator upon removal from the body. No patient complications reported. Product is available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.